Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula bent inside sensor base, unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues releasing her daughter's inserter. Customer's mother states the needle was difficult to remove. The customer blood glucose level was 150mg/dl. Customer's mother states having to go to the hospital to make sure cannula was not left in their system. Troubleshooting was conducted. The sensor will be replaced, and their sensor will be returned for analysis.